Manufacturer narrative:
The insulin pump had operating currents within specification and passed the self test, reset error test, rewind, basic occlusion test and displacement test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and broken battery tube threads. (B)(4).

Event description:
The insulin pump was unable to prime and had cosmetic damage.